Event description:
It was reported that saline leaked from the shaft. A 1.50mm rotapro was selected for procedure. During preparation, it was noted saline was leaked from the shaft before the burr enters patient body and the procedure was completed successfully with another rotapro device. There were no patient complications and the patient was stable post procedure.